Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. It was reported that the pump emitted multiple loss of prime alarms over the past month. It was noted that cartridges from different boxes were used but the loss of prime alarms continued to occur. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/03/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/21/2014 with the following findings: a review of the pump history showed a loss of prime with a non-zero force was recorded. During investigation, no loss of primes occurred. The force sensor calibration reading was found to be out of the required specifications. The force sensor resistance reading was found to be within the required specifications. The complaint of the loss of prime alarms was confirmed in the pump history but was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.